Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was not working properly. The analyzer is expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the complaint was unconfirmed. The analyzer passed all incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
2019-05-20: the analyzer was returned for service.